Event description:
It was reported that the machine "smelt funny" in surgery and the wand was smoking/steaming abnormally. All system equipment associated with the case is being returned for evaluation. Procedure was completed using a competitive device (bovie-cautery). No patient injury or other complications reported.

Manufacturer narrative:
Investigator determined no relationship between the returned device and the reported incident. Visual inspection of the returned foot control assembly found that the strain relief was broken. The returned device was tested using a known good compatible controller and wand which was found to perform as intended and no signs of the unit smelling when activated. The complaint was verified and the root cause was determined to be due to normal wear and tear. Factors which can lead to odor issue include: there may have been an issue with another device used as part of the system such as the tip of the wand used with burnt tissue or saline burning off the tip of the wand. The controller could have an issue. There were no indications to suggest the device did not meet product specifications upon release into distribution.